Event description:
It was reported that six months post stent deployment in the basilar artery, the patient had asymptomatic restenosis. Patient was treated with balloon angioplasty. Twelve months post procedure, patient remains asymptomatic.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that six months post stent deployment in the basilar artery, the patient had asymptomatic restenosis. Patient was treated balloon angioplasty. Twelve months post procedure patient remains asymptomatic.